Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the left ventricular lead was observed with failure to capture. X-ray imaging showed the lead had dislodged and was pulled back into the coronary sinus. On (B)(6) 2022, the lead was successfully explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. Final analysis found the complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve evaluation was performed and found the lead dimensions to be within specification. Visual inspection of the lead did not find any anomalies other than procedural damage. The lead was otherwise normal. No anomalies were found.